Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the anatomical criteria, indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Without images and additional info, we are unable to determine the patient's suitability for evar. However, the complaint correspondence indicates the physician knew the case was outside the indication of use per the IFU. Difficulty during deployment of the converter, most likely due to the calcified vessels and placement of zenith iliac legs, resulted in unexpected movement of the third iliac leg that was deployed to bridge the gap between the first iliac leg deployed prior to deployment of the main body endograft. At this time, the physician decided it was the best interest of the patient to convert to open repair. At this time, there is no evidence to suggest that a design or process induced failure of the device resulted in the deployment difficulties.

Event description:
A male patient who had severely calcified common and external iliac arteries underwent aaa repair on (B) (6) 2010. The surgeon passed dilators and another manufacturer's balloon up the right common iliac to ensure the zenith main body device would pass. The dilators went up fine and then the other manufacturer's balloon perforated the artery. The surgeon placed two zenith iliac legs to eliminate perforation and bleeding. The zenith main body was then placed via right common iliac and deployed. The surgeon decided at this time to not do a bifurcated graft but rather an aui procedure because the left iliacs were even more challenging. There was a gap between the end of the ipsilateral limb on the main body and the leg in the right common iliac. To eliminate this, a zenith iliac leg was placed and "bridged" the gap. The zenith ancillary convertor was then inserted and attempted to be put into place but would not pass through the iliac legs easily and the surgeon decided to use a 24 french sheath as a shuttle for the zenith ancillary convertor. This still did not help the convertor pass into place. The last zenith iliac leg placed was shifted during the attempt to pass the convertor through. The surgeon thought it was in the patient's best interest to stop endovascular procedure and explant and convert the patient to open repair. The suprarenal stents and two proximal z stents were left in place. The surgeon cut transversely and sewed his dacron graft for open repair directly to the fabric on the zenith graft. Patient did well through the procedure.